Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage found on keypad traces. No buttons switching roles noted. Unable to test for no delivery alarms due to intermittent button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.